Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared the elective replacement indicator (eri) approximately three months earlier. The voltage was reported to be 2.63 and charge times of 26.4 seconds. There was inquiry as to the timing of automatic capacitor reformations. No adverse patient effects were reported. Technical services discussed device design. There was expressed concern as to the longevity of this device based on the device programmed parameters. The patient was to be scheduled for a change out.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Additional information indicates that this patient underwent a device replaced procedure and this product was explanted and successfully replaced.